Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v223083, implanted: 2009-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n185241, implanted: 2009-(B)(6), product type accessory, product ID 3888-33, lot# v176141, implanted: 2009-(B)(6), product type lead product ID 3998, lot# v133492, implanted: 2009-(B)(6), product type lead, product ID 3550-39, lot# n203632, implanted: 2009-(B)(6), product type accessory, product ID 3708260, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37082-20, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient stated that about 2.5 to 3 weeks prior to report she was charging and the implantable neurostimulator (ins) when the ins got very hot. It was noted that the patient stopped charging but was not able to turn stimulation on or off. It was noted that the patient tried to connect with the programmer and could not connect. It was noted that the patient stated that he had no falls or trauma but did bump it rather hard about 3.5 weeks prior to report. It was noted that the patient was a mechanic and was inside the frame of a big truck and remembered hitting it rather hard.